Manufacturer narrative:
A steris service technician arrived onsite to inspect the v-pro max sterilizer and found that one of the fittings was leaking sterilant. The sterilant leaked onto components within sterilizer causing an electrical short resulting in the reported event. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported smoke emitting from their v-pro max sterilizer. No report of injury.